Event description:
It was reported that this pacemaker showed a decrease in battery life expectancy but after a battery analysis it was determined that the power consumption was acceptable for the device settings. Also, there was noise observed at the right atrial (ra) lead channel. Technical services noted that the ra lead is programmed unipolar for sensing and there were inappropriate atrial tachy response episodes due to the myopotential oversensing. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.